Event description:
It was reported that the pump's touchscreen was cracked and shattered, rendering it unresponsive and illegible, which prevented customer interaction. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump since it was still under warranty, and the customer will use multiple daily injections as backup therapy.